Event description:
It was reported that the ptfe braided tape varied in size. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. Two ptfe braided tapes were returned. Dimensional measurements of the returned tapes indicated that one of the tapes was shorter in length than the indicated specification (24 inches - 0", +1"). Sample one was measured and found to be 23.8 inches and the sample two was measured and found to be 24.6 inches. Based on these results, the investigation is confirmed. The root is mfg related. Operator awareness training was performed at the mfg facility. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.